Event description:
It was reported external device displayed early replacement indicator. It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Patient's ipg explanted and replaced, which resolved the issue.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.